Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) exhibited noise on the right ventricular (rv) channel. Low out of range pace impedances of less than 200 ohms were also observed. At this time, the rv lead has been replaced and the crt-p remains in service. No additional adverse patient effects were reported.